Event description:
Initial reporter indicated that they were "having problems" with their vns therapy programming system "communicating". The battery was checked in the wand, a soft and hard reset was performed on the handheld computer and all connections were secure. The handheld computer was plugged into the wall, which can cause communication errors so it was unplugged. The site attempted to interrogate a demo generator, and the handheld computer displayed "unable to communicate, retry". The site was sent a replacement handheld computer device. The wand was not returned for analysis. According to the site, the event has resolved. The site is not having any further problems with their programming wand.

Manufacturer narrative:
No conclusion can be drawn. No serious injury or death was reported.